Event description:
It was reported that this right ventricular (rv) lead was dislodged, showing diminished sensing and variable thresholds. An x-ray confirmed it was dislodged; a revision procedure was performed and the lead was properly placed with good results. No additional adverse patient effects were reported.